Event description:
The customer reported that he experienced "higher than expected bg levels without indication of alarm"; his bg's were continuously high (324-greater than 500 mg/dl) for the duration of pod wear. As a result of the high bg's he was taken to the hospital; his levels had escalated to 600 mg/dl while in the ER. The customer noticed that the cannula was kinked, which "was probably the reason" he was not "receiving good absorption of insulin." The pod was removed and, with the assistance of a nurse, a new device was activated, the suspect pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.